Event description:
Datalogger analysis by ocd personnel indicated negatively biased troponin I quality control results. The magnitude of negative bias on pt samples may lead to pt harm. No allegation of pt harm was made as a result of this event.